Event description:
It was reported that a request for information was received from a lawyer in preparation for a coroner's court hearing.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Information provided by lawyer as part of the request is as follows: date of procedure: (B)(6) 2007. Date of death - (B)(6)2008. Hospital: (B)(6). Surgeon: dr (B)(6). Staple gun: exchelon stapler (45mm long, green staples). Local investigation to date highlighted that the product quoted above had not been launched locally in 2007, hence at this stage the product above has potentially been incorrectly quoted. Further information has been requested from the lawyer if possible to confirm the correct product. For reporting purposes the echeleon 60 stapler has been used to enter the complaint in the system. The product specialist who managed this hospital account back in 2007 has since left the company. It is unknown if a product specialist was present in this case in 2007. Review of the local complaints database could not identify a match for a previous reported complaint based on the information provided to date. Follow-up information has been requested from the lawyer.